Event description:
Could not lock the proximal femoral nail antirotation blade. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and material documents revealed no deviation to specification. The investigation of the complained device by our product development engineer could not identify the root cause for the reported problem. It is possible the blade was not correctly assembled to the insertion device; the carried out functional test could not identify any deviation to the specifications. After disassembling, all parts were found in faultless condition. The investigation was not able to determine the exact reason causing the reported problem. The investigation determined this complaint to be invalid. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that during the operation using a pfna-ii system, the doctor used a 90mm compression blade and inserted into the patient's femoral head. When he tried to lock the helical blade, he was unable to. The surgeon switched to an 85mm blade and was able to insert and complete the surgery successfully.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: received patient ID# (B)(6) from affiliate.